Manufacturer narrative:
H6: evaluation codes update. 115 unopened original packages of the product were returned for the investigation. The devices were visually inspected and functionally tested. The reported complaint was not duplicated. The complaint is not confirmed. The devices worked as intended. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the needle wasn't secured when prepped for use. The needle can be screwed back on to secure but was frequently coming loose. The event occurred while in use with patient. This resulted in multiple sticks for the patient due to the medication not all being administered to the patient, or the needle staying in the patient. There were two administrations for medications required. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.